Event description:
It was reported that the patient presented to the emergency room experiencing fatigue and light headedness. The lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. A lead reposition would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.